Event description:
It was reported the device was used during an unknown procedure. It was reported the contact person gave to the rep the device and reported the gasket fell through the trocar into the patient's abdomen. There was no consequence to the patient. No other info is known about the event.

Manufacturer narrative:
Tracking #.50219. Ees #.981630/c. Endopath disposable surgical trocar: based on the visual examination, the instrument has the inner gasket intact in its original position.